Event description:
Doctor says that the injector tip split while inserting the lens into the eye, no patient injury and lens went into bag fine. Doctor described the incident as the lens "popped out" of the injector because of the split. Also reported that the technician did not load hoya information correctly for the surgeon factor, lead to lens power being off by .25.